Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up # 01 MFR report: 3005168196-2019-01929.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, the physician advanced the penumbra system jet 7 reperfusion catheter (jet7) over a velocity delivery microcatheter (velocity) and through a non-penumbra sheath. While retracting the jet7 on the first pass, the physician experienced a little resistance and noticed the jet7 was kinked; therefore, it was removed. The procedure was completed using another jet7 and the same velocity and sheath. There was no report of an adverse effect to the patient.